Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose value.